Event description:
It was reported that the patient has expired after implant duration of approximately zero days. On 10/26/2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Received two operative reports. Per operative report #1, patient was transported hemodynamically stable to open heart recovery. Per operative report #2, patient acutely dropped his blood pressure in the midst of switching from atrial pacing to ddd pacing. Patient was subsequently emergently taken back to the operating room. The patient appeared to achieve stable hemodynamics upon completion of procedure.

Event description:
It was reported that, "the particular catalog number, the scrub tech said that the jam nut was already engaged into the offset adapter. Tried to disengage but didn't work. Opened new one."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device is unavailable for return as its location is unknown. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.